Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an hip procedure, while cutting femoral neck, the blade broke at the mount. It was also reported that there was a slight delay as a result of this event to obtain a back- up blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an hip procedure, while cutting femoral neck, the blade broke at the mount. It was also reported that there was a slight delay as a result of this event to obtain a back-up blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.